Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was 183 mg/dl at the time of incident. Customer other relevant blood glucose level was 230 mg/dl. Customer also stated that the reservoir compartment was crack and a piece was missing and o ring may came out. Troubleshooting determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be returned for analysis.